Event description:
A malfunction on the pump was reported by the caller, and there were no notable events leading up to this issue. The problem did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support assisted the caller in resetting the pump, and the issue did not recur afterward. The caller was informed that they could continue using the pump and advised to call back if the malfunction code reappeared, which they understood and acknowledged.